Event description:
During two separate cases, two different esu devices were used. It was reported that the esus had been operational, however towards the end of the cases, the surgeons attempted to engage the cautery and heard a single beep. The device would not engage and a replacement esus were obtained. The procedures continued without further incident.during the start of a surgical case 3 days later, the esu device beeped and would not engage. Again, a replacement esu was obtained and the procedure continued without further incident. All three devices were sent to the biomed department and the sales rep. Was contacted. Two devices were sent back to the manufacturer for further investigation.====================== manufacturer response for esu, forcetriad======================see previous information====================== manufacturer response for esu, forcetriad======================see previous device information